Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has a depuy synthes ltk. The patient was scheduled to have their polyethylene tibial insert exchanged to a thicker size to address some knee joint laxity. The surgeon planned to explore the femoral, tibial and patella component interfaces to determine if they were loose. Upon exploration of the tibial tray, it was determined to be loose. The surgeon elected to extract the well fixed femoral component as well and to re-implant revision style components. The patella component was also deemed to be well fixed to the host bone and therefore it was retained. It was also reported that the loosening interface was cement/implant interface.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.